Event description:
The customer stated that a falsely elevated architect creatinine result of 4.3 mg/dl was questioned by a physician. The same sample retested at 1.0 mg/dl on a different analyzer at the customer site. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Field service found one of the wash probes was clogged from accumulated residue. The probe was cleaned, the cuvette wash procedure was run and controls analyzed, all were within acceptable range. Review of the instrument service history did not identify any other factors that may have contributed to the complaint issue. Review of data shows that part number 7-205529-01, c4 nozzle, is replaced or cleaned/adjusted to address results or fluidics issues or as part of preventive maintenance. No adverse trends were identified for the wash nozzles. Based on the available information, a deficiency was not identified. There is insufficient evidence that reasonably suggests a malfunction occurred. The issue was resolved by cleaning a clogged nozzle in accordance with standard troubleshooting procedures in current labeling.